Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-290 series chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the connecting tube had a wrinkle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, it was unknown if the endoscope was immersed in the detergent solution, the device was wiped / brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover, the connecting tube had a dent, the objective lens had discoloration, the adhesive around the objective lens was peeled, the universal cord had a wrinkle, switch 1 / 4 had wear, the paint on the air / water cylinder was peeled, the control unit had discoloration, the image guide protector had a chip, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a chip, and the connecting tube had discoloration. The following findings had a scratch: the plastic distal end cover, scope connector cover unit, scope connector, protector of the universal cord on the control section side, universal cord, grip, scope cover, switch box, switch 1, forceps elevator lever, forceps elevator knob, up / down / right / left knob, control unit, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope had a bad angle, buckling of the insertion part, and a clogged nozzle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.